Manufacturer narrative:
Other applicable components are: product ID 388928 lot# b0424378k product type lead product ID 3889 lot# b0409255k. Product type lead. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
A manufacturing representative (rep) reported on behalf of a healthcare provider (hcp) in a foreign clinical study that the patient had a broken lead and a defective implantable neurostimulator (ins) that required surgery. No further complications were reported/anticipated.

Manufacturer narrative:
Corrected information: sex, date of birth if information is provided in the future, a supplemental report will be issued.